Event description:
A pt reported experiencing inaccurate low results with a ot ii meter. The pt's blood glucose results were 111mg/dl (this is the only result given in the reported issue notes and it does not indicate if it is a meter or lab reading). Tests were done < 10 minutes apart with a difference of > 20%. Pt did not experience any adverse events. No further info has been reported.